Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. A pinhole was identified in the balloon wall 2mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending (lad) artery. Kissing balloon technique was attempted by advancing a 2.25x12mm nc emerge(tm) balloon catheter in the lad and a 2.75mm nc emerge(tm) balloon catheter in the first diagonal artery. However, during inflation, the first balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.